Event description:
It was reported that the device was repositioned due to erosion. The patient will continue to be monitored. The device remained implanted.

Event description:
It was reported that the device was explanted due to erosion. The patient will continue to be monitored.

Manufacturer narrative:
(B)(4).